Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but the evaluation has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. A review of the instrument logs showed the fenestrated bipolar forceps instrument (part# 470205-17 /lot# k10210816-0082) was last used on (B)(6) 2022 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument had 7 uses remaining. A video recording of the procedure and images of the fenestrated bipolar forceps instrument related to this event were received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: this looks like thermal damage to the yaw pulley. In addition, in the video it looks like the instrument was energized while the grips were opened and arcing/sparks occurred. This likely happened because the yaw pulley was already compromised due to the thermal damage. This complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument arced/smoked/sparked with no evidence or claim of user mishandling or misuse. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The initial reported complaint and subsequent findings from the fae could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the fenestrated bipolar forceps instrument tip had sparks. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 14-june-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The customer observed no damage to the conductor wire insulation. The instrument was in use for 30 minutes. The surgeon activated bipolar energy and was cauterizing tissue with an external force triad generator at the time of the event. The electrosurgical generator unit (esu) setting was coag 35. A monopolar cord was not connected to the bipolar instrument. The instrument did not collide with any other instrument or tool during the procedure. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. The instrument was not removed prior to the reported issue. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure and images of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument conductor cable has no damage. The root cause of the ¿thermal damage between grips instrument bipolar yaw pulley¿ is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.